Event description:
It was reported that a spectrum iq infusion pump alarmed constant air in line during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, constant air in line was reproduced as reload set. A review revealed reload set multiple times. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the customer's event history log (ehl) was reviewed and revealed that the last "air-in-line!" Message that the customer experienced was on april 11th, 2025. The customer had multiple days of use after april 11th, and the pump did not alarm "air-in-line!" Again.